Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine equipment check in sterile processing , it was observed that the motor device would "not run". The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: after further evaluation, it was determined that this event is unlikely to cause or contribute to patient harm or injury.